Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified cartridge issue occurred. Reportedly, customer received a message stating "check tubing", and insulin was stopped. Customer's blood glucose level was 343 mg/dl. The customer changed their infusion set and cartridge and successfully resumed insulin delivery. Multiple follow up attempts were made to obtain additional information, however, a response was not received.